Event description:
It was reported that the patient presented with an outflow graft obstruction. Three outflow graft stent were placed on (B)(4) 2021. After stenting, the patient developed a clot in the pump. No further information was provided.

Manufacturer narrative:
Patient age was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Patient age was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with an outflow graft obstruction. Three outflow graft stent were placed on (B)(6) 2021. After stenting, the patient developed a clot in the pump. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of device thrombosis could not be confirmed as no product was returned for evaluation, and no images were provided by the account. It was reported that at the time of implant a graft polytetrafluoroethylene (ptfe) felt pledget had been placed around the outflow graft (ofg). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), until 04oct2021 when the patient underwent a hmii to hmii pump exchange (captured under manufacturer's report # 2916596-2021-06085). The heartmate ii lvas IFU, rev. H, is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2017. No further information was provided. The manufacturer is closing the file on this event.